Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A visual inspection of the photo received in the report did not confirm the report because not enough information can be drawn from the photo to determine damage of the feeding port. A review of the device history record could not be conducted because the lot number was not provided. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state that complications could include, but are not limited to, pneumoperitoneum, peristomal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage or deterioration of balloon replacement tube. The IFU for the peg balloon replacement tube recommend the replacement of the feeding tube every 29 days or at the discretion of the health care provider. Prior to distribution, all balloon replacement tubes are subjected to a visual and functional inspection to ensure device integrity. A review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2014 the patient received a balloon replacement tube (peg-24-brt-s). On (B)(6) 2014 the user stated after around 2 weeks, the cap (inflation port) of the feeding tube was broken. The doctor used another thing as a stopcock to prevent feeding leakage. The patient's family visited the public relations dept of kiang wu hospital with the following suspicions: the cap of the peg feeding tube came off easily allegedly due to product quality. Leakage of milk occurred due to the loosened cap and there was not tight enough contact between the peg tube and the skin. Leakage was thought to have caused a skin infection affecting the patient's health. The family expressed that recently they had discussed with the specialist how to deal with the leakage. It was suggested that reducing the amount of milk per meal or using infusion pump can reduce the chance of leakage, but the family thought that these suggestions could not get to the bottom of the problem. Initial information provided stated leakage was thought to have caused a skin infection affecting the patient's health. Clarification was requested and it was confirmed that there were no adverse effects to the patient's health. Other than changing the adaptor and subsequent removal of the device from the patient, the patient did not require any medical or surgical intervention due to this occurrence.